Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in a return kit in its original jar filled with clear solution. All leaflets were flexible and intact; no tears were observed. Leaflets l1, l3 were observed to be slightly open. Leaflet l2 was observed to be in the closed position. All commissures were intact. Multiple bent struts were observed by the c paddle on frame cells: c135, c125, c134, c18, c27, c17, and c8 of the outflow crown. The damage is suggestive of possible frame misalignment during the loading process. Due to the received condition, a deployment simulation to evaluate against the alleged event cannot be performed. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedure delay occurred to load and crimp a new valve.

Manufacturer narrative:
Updated b.5 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID evolutpro-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by a certified nurse loader, and no signs of misloading were seen under x-ray before implantation. When the valve was at 2/3 deployment, frame infolding was observed. The valve's shape was not circular but resembled a half moon towards the inside. The valve was recaptured and removed from the patient. A new valve was successfully implanted on the first deployment attempt, with minor paravalvular leak (pvl) and no dilation performed. No adverse patient effects were reported.